Manufacturer narrative:
It was reported that stent was migrated after implantation so it was removed out based on procedure description. It is impossible to identify the device history record since there is no serial no. Confirmed for this device. Migration can be occurred by other company's product as well as ours, it is therefore described the possibility of migration on our user manual. In addition, colon structure is curvy. Migration can be occurred affected by patient's lesion. However, it is hard to investigate and analyze exactly since there is no device returned which was already discarded in the hospital and it is hard to recreate the situation at the time of procedure. Reportedly, stenosis was a little less than expected so it could be a factor attributable to a migration of cdt1806. It is therefore not regarded as device malfunction. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to us FDA and it has not been shipped into the us. For "patient information", we, taewoong and our distributor could not get more details of patient information because the hospital did not open it such as "2. Age at time of event", "date of birth", "3. Sex", and "4. Weight"

Event description:
It was reported that cdt1806 and cdt2206 were implanted around transverse colon, stent in stent. They were both implanted to the target lesion. Later on (no specific time mentioned), migration was doubted. It was later confirmed that cdt1806 which was implanted around transverse colon migrated. Cdt1806 was migrated to splenic flexure. It was removed out of the body by forceps. Cdt2206 implanted around descending colon stayed where it was implanted and so no further procedure was conducted to this stent. Reportedly, stenosis being a little less strictured than expected could be a factor attributable to cdt1806's migration. There were no patient complications as a result of this event.